Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage, including insulation abrasion. This type of damage is consistent with repeated stress over time. The allegation of a lead fracture was not confirmed as testing and inspection revealed the lead was electrically continuous. In this case, we believe the outer lead insulation abrasion was the result of lead contact with the associated device case. The reported high impedance measurements, oversensing, and high thresholds are likely the result of the lead damage observed by the laboratory. This report is being sent to correct the manufacturer's narrative section.

Event description:
It was reported that at a follow up appointment, several episodes of oversensed noise and a low, out of range pacing impedance (<200 ohms) measurement was noted from the right ventricular (rv) lead. A high capture threshold was also observed. The physician hypothesized the rv lead had fractured and had insulation damage which resulted in the electrical observations. The physician elected to explant the rv lead and upgraded the transvenous system to a subcutaneous implantable cardiac defibrillator (s-ICD) to resolve the event. The patient was stable with no additional adverse consequences. The rv lead was subsequently received for analysis.

Event description:
It was reported that at a follow up appointment, several episodes of oversensed noise and a low, out of range pacing impedance (<200 ohms) measurement was noted from the right ventricular (rv) lead. A high capture threshold was also observed. The physician hypothesized the rv lead had fractured and had insulation damage which resulted in the electrical observations. The physician elected to explant the rv lead and upgraded the transvenous system to a subcutaneous implantable cardiac defibrillator (s-ICD) to resolve the event. The patient was stable with no additional adverse consequences. The rv lead was subsequently returned for analysis.

Manufacturer narrative:
Will vary depending on actual damage observed. For example: upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage, including insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the associated device case. The reported high impedance measurements, oversensing, and high thresholds are likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that at a follow up appointment, several episodes of oversensed noise and a low, out of range pacing impedance (<200 ohms) measurement was noted from the right ventricular (rv) lead. A high capture threshold was also observed. The physician hypothesized the rv lead had fractured and had insulation damage which resulted in the electrical observations. The physician elected to explant the rv lead and upgraded the transvenous system to a subcutaneous implantable cardiac defibrillator (s-ICD) to resolve the event. The patient was stable with no additional adverse consequences. The rv lead is expected for analysis but has not yet been received.